Event description:
A malfunction was reported on the pump by the caller, and no notable events occurred prior to the malfunction. There was no reported impact on the customer's blood glucose level, but the customer declined to provide specific details. The pump displayed malfunction code malf 16, which was resettable, and technical support assisted in resetting it. However, the malfunction code recurred, leading them to replace the pump. The customer opted to use multiple daily injections as a backup therapy and was informed of the steps for handling the pump's return and receiving the replacement.